Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was replaced, and the patient reported his healthcare provider (hcp) wanted him to change to a different system because he could only get 7 hours out of the ins before it was dead. The patient reported that he had to increase parameters and he had to start increasing stim over the past year and the ins would not last a day. There were no reported complications and no further complications were expected.